Manufacturer narrative:
Updated annex a - device prob desc 1 to a1006 - thermal decomposition of device

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, there was damage to the tip of the fenestrated bipolar forceps instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. Preparation of tissue was being performed. The instruments collided multiple times during procedures. There were no opening/closing of the grips, up/down (pitch) motion of the wrist, nor left/right (yaw) motion of the grips. There were no cables visibly protruding and no fragments fell into the patient.